Event description:
Updated summary: customer and diabetes nurse reported that customer had a low blood glucose on (B)(6) 2025 and ambulance took the customer to the emergency room at 21:00 or 21:30. Low was treated with orange juice and glucagon injection. Callers said they had pump error 37 on (B)(6) 2025 at 5am. Pump was used within 48 hours of the low. Smartguard was used.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the event date of 31-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 31-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 92000 (9.2 u) and dailytotalofbolusinsulindelivered = 290750 (29.075 u) which is equal to the dailytotalofallinsulindelivered = 382750 (38.275 u). All bolus/basal were delivered in auto mode/manual mode. Unable to test/verify possible over delivery anomaly due to critical pump error (open book image) alarm. Possible over delivery anomaly was unknown. In further review of the formatted history file 1 week prior to the event date of 31-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/29/2025 18:20:00.000. Lostsensor2alert (781) was found on: 03/29/2025 18:39:00.000. Sensorerroralert (801) was found on: 03/27/2025 21:06:57.000. Sgcalibrationerror (776) was found on: 03/30/2025 04:30:31.000. Sensorexpiredalert (794) was found on: 03/29/2025 17:41:57.000. Unable to test for lost sensor alert, sensor error alert, sg calibration error and sensor expired alert due to critical pump error (open book image) alarm. Lost sensor alert, sensor error alert, sg calibration error and sensor expired alert were unknown. There is no pump error 37 alarm recorded in the formatted history file on the event date of 31-mar-2025. However, pump error 37 alarm was found on: 04/01/2025 05:00:44.000 to 04/01/2025 05:33:09.000, 04/01/2025 06:05:42.000, 04/01/2025 08:57:48.000. Pump error 130 alarm was found on: 04/01/2025 04:49:13.000, 04/01/2025 04:49:13.000. Pump error 37 alarm and pump error 130 alarm were confirmed according in the formatted history file, problem isolated on the motor assembly. Critical pump error (open book image) alarm and pump error 40 alarms confirmed in the formatted history file on 04/01/2025 10:01:00.000 and 04/01/2025 10:11:00.000. As per global logic analysis (esf#(B)(4)), pump error 40 alarms (line number 525 file number 121), suspected on sw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for low bgs. Unable to verify possible over delivery anomaly, perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Pump error 40 alarm, suspected on sw. Pump error 37 alarm and pump error 130 alarm were confirmed according in the formatted history file due to corrosion on the motor assembly noted. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-possible over delivery, the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer reported a blood glucose value of 1.8 mmol/l. The customer reported hypoglycemia treated with glucagon, ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer alleges delivery of insulin without input. No further patient complications were reported. The customer will discontinue using the device. Mmt-1885 was requested and the customer response was the device will be returned.